Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery using a pod coil and a non-penumbra microcatheter. During the procedure, while advancing the pod coil through the microcatheter, the physician experienced resistance and the pod coil became stuck and would not advance within the microcatheter. Subsequently, the pod coil unintentionally detached within the microcatheter. Therefore, the pod coil and microcatheter were removed. The procedure was completed using another pod coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached. Evaluation revealed that the pull wire was within the pusher assembly ddt. If the pod coil is retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire and allow the embolization coil to detach from the pusher assembly. The root cause of the resistance could not be determined. Further evaluation of the device revealed kinks on the pusher assembly and offset coil winds on the embolization coil. Based on the returned condition, this damage was likely incidental to the compliant and likely occurred during packaging for the device return. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.